Event description:
Customer reported via phone call that the insulin pump has damage at the reservoir compartment. The customer stated that it has missing pieces and he has to tape it to hold the reservoir in. Customer does not recall how the damage occurred. Blood glucose value was 390 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned the product for analysis.

Manufacturer narrative:
Insulin pump had broken reservoir tube lip, missing reservoir tube o ring and minor scratched display window.